Event description:
It is reported by patient's attorney that patient underwent implantation of compression plate to fixate left tibia fracture. Post-op in 2004, surgery was necessary to revise the plate. During this procedure, the plate was discovered to have fractured.

Manufacturer narrative:
Completed by the manufacturer. Information was received from a consumer who is not required to complete form 3500a. Evaluation summary: without sufficient information, the cause cannot be determined. No device, pre-op x-rays were returned for evaluation. Device history records are intact, conforming and indicate manufacture to specification.